Manufacturer narrative:
5/1/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a hemicolectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.